Event description:
It was reported that during the anterior communicating artery unruptured aneurysm procedure while advancing the subject stent through the microcatheter, the physician encountered deflection in the microcatheter. Due to this deflection, the microcatheter moved unexpectedly while deploying the subject stent inside the patient anatomy. The subject stent was deployed in a location where it was unintended. The subject stent remains inside the patient's anatomy. The patient is doing well and has no impact due to this event. The physician used another device to finish the procedure without any clinical consequences.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. No visual or functional inspection was performed due to product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Addition information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. The catheter was flushed prior to insertion of the stent (initial flush) and continuous flush was set up and maintained throughout the clinical procedure. The introducer sheath tip was inserted completely into an excelsior sl-10 microcatheter and the rhv was loosened when inserting the introducer sheath and tightened properly so that it would not move after insertion. Having seated the the introducer sheath in the hub, the rhv was correctly adjusted to allow insertion/advancement of the stent delivery system without causing damage. It is unknown if any resistance was felt during stent transfer at the hub. It was reported 'when the subject device was started to be deployed, it could not be placed in the desired location due to the unexpected jumping during deploying. The procedure was completed by remaining the device in the patient's body. The doctor's initial opinion was that the microcatheter jumped because of deflection in the microcatheter as the subject stent was being advanced through the microcatheter and the subject stent was deployed in a location where (it) was not prescribed. During the follow-up good faith effort (gfe) questions, the sales representative (sr) informed that there is an amendment of the event details, and it was the microcatheter which experienced the jumping (migration), not the subject stent. The procedure was completed with a new stent being deployed using the same microcatheter and there was no patient impact as a result of these events. There was no injury encountered during the procedure, nor was there any additional medication given to the patient due to the event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the anterior communicating artery unruptured aneurysm procedure while advancing the subject stent through the microcatheter, the physician encountered deflection in the microcatheter. Due to this deflection, the microcatheter moved unexpectedly while deploying the subject stent inside the patient anatomy. The subject stent was deployed in a location where it was unintended. The subject stent remains inside the patient's anatomy. The patient is doing well and has no impact due to this event. The physician used another device to finish the procedure without any clinical consequences.